Event description:
It was reported that the devices were used in a laparoscopic gastric bypass. It was reported by the rep that the surgeon used (2) 512sd's (mode code 24) that leaked carbon dixoide, (2) 1seals that leaked carbon dioxide and (1) ms512 that did not stay locked and leaked carbon dioxide. All were replaced. There was no consequence to the pt.